Event description:
It was reported to arjohuntleigh that a pt has touched the mouth with the disinfectants nozzle. At night she had a swollen mouth and blisters. After some days the skins and swellings were gone. Client was taking a shower in the parker bath. The multi clean was mounted on the wall near the bath. Carers heard something, when they came in they saw the client took the hose of the multi clean and placed it on her mouth. Ref MFR report # 9611530-2013-00066.